Event description:
The st. Jude rep phoned to report the pt presented in 2001 with a device parameter error. The ICD was re-interrogated and again the dpe message was given. The rep attempted and again the dpe message was given. The rep attempted to re-program the ICD and again the error message was received. Ram map indicated the device was in dfo, not afo. Real-time electrograms indicated proper sensing of intrinsic waveforms, however, due to the inability to program the device successfully, the decision was made to explant the ICD.